Event description:
Revision surgery - wound not closing well wash out with poly and head.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00831; 400-03-403, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. .